Event description:
It was reported as a general comment that during arteriotomy closure of a common femoral artery using the pre-close technique with a prostyle device prior to an unspecified interventional procedure, 5-6 cm of the rail suture broke off during deployment. A cut-down was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event: estimated date of event. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported material separation could be determined. The subsequent treatment is related to the circumstances of the procedure. It may be possible that an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle not being coaxial contributed to the event. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.